Event description:
It was reported that the patient's implanting physician "did a terrible job at implant", and since implant, the pump would move around. It was noted that it would move during refills as well. The patient had an appointment on "the third" with a different physician regarding a revision. It was noted that the patient's pump was implanted on the belt-line so the patient could not wear a belt. The pump was used to deliver intrathecal morphine, ketamine, and bupivacaine. Additional information was requested, but was not available at the time of report.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).